Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient will have a potential knee revision surgery due to unknown reasons.

Manufacturer narrative:
Section h. 6 medical device problem code corrected from 3190 to 2408.